Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening. Additional, changed, and/or corrected data: description of event or problem, explanted date, concomitant medical products, report source, device evaluated by MFR., adverse event problem.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported a left side deflation. Healthcare professional reported "left side deflation with pain." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.